Event description:
In 2003, the end-user called medtronic minimed and stated that customer detected a leakage at the luer connection, but was unable to detect where the leak originated. In 02/2003, maersk medical received the complaint and 9 unused sets.